Event description:
It was reported that an intermittent error - primary audible alarm background (bgnd) test was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation did not find any external damage. Results of the pump event history log review showed a primary audible alarm background (bgnd) test alarm in history. The technician performed a start-up, flow and occlusion tests. The technician could not duplicate customer reported problem. The technician replaced speaker as a preventative measure and battery door with label. The device passed functional/delivery tests. The root cause could not be determined.